Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 528 mg/dl and a result in the 200's mg/dl. No adverse event reported. There were no remaining test strip; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.